Event description:
It was reported that a pt underwent an uneventful thermal endometrial ablation procedure in the office in 2008. After discharge from the office, the pt complained of nausea, phenergan and another medication were prescribed by the on-call physician. The pt presented two days later, with abdominal pain and was admitted to the hospital. The pt's white blood cell count was fifteen thousand with two to three bands which resolved in two days. The pt received intravenous antibiotics for two days and her discomfort resolved. The pt also received pca morphine for twenty-four to thirty -six hours. The pt had a history of endometriosis and on an operative report from her caesarean section, the bowel was adherent to the fundus of the uterus, so the surgeon was concerned about the possibility of a bowel burn. However, a CT with oral contrast fifty hours post-operative was completely normal. The surgeon opines the cause of the pt's nausea and pain may have been anxiety. The pt's current condition is described as normal.

Manufacturer narrative:
Date sent to the FDA: 4/25/2008. Nausea occurred - elevated white blood cell count occurred. Conclusion: no conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly.